Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported when the surgeon opened the package of the screws, the box was empty.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records were reviewed and the records indicated that the devices met specifications at the time of manufacture. The screws are used for treatment. Complaint history review found this is the only complaint for this lot number. Additionally a product family search was conducted for a five year period with no additional complaints found. The remainder of the lot was fully distributed; therefore, no stock was available for further review. This device was packaged in august 2014; in september 2014, enhancements were made to the packaging process where this item was manufactured, including bolstering the inspection of product inside the package with double checks against customer labels. This incident was also reviewed with responsible operators. With the information provided, the issue cannot be confirmed and a definitive root cause cannot be determined.